Event description:
It was reported that the patient presented to the hospital due to recent hv therapies. Upon reviewing the egms, far p sensing on the ventricular channel was observed. Chest x-ray revealed lead dislodgment. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.